Event description:
It was reported that on (B)(6) 2023, a 12mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During procedure, the sizing of the device was determined by balloon sizing, when the 12mm occluder was released, the device was completely dislodge from the implant site and the device was safely snared out. A new 18mm amplatzer septal occluder was chosen for implant. But the 18mm occluder was too small and got recaptured and removed from the patient prior to release from the delivery cable and switched to a new 22mm amplatzer septal occluder, which was successfully implanted. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 12mm amplatzer septal occluder was chosen for implant for an atrial septal defect (asd). During procedure, the sizing of the device was determined by sizing balloon. When the 12mm occluder was released, the device completely dislodged from the implant site, and the device was safely snared out. A new 18mm amplatzer septal occluder was chosen for implant. But the 18mm occluder was too small, so it was recaptured and removed from the patient prior to release from the delivery cable. A 22mm amplatzer septal occluder was then successfully implanted. The cause of the embolization was unknown. The patient was reported to be discharged.

Manufacturer narrative:
An event of device completely dislodged from the implant site was reported. Field indicated that the device was sized by using sizing balloon. Physician believed the cause of the reported event was probably due to the occluder being too small. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.